Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that externalized conductors were observed on the right ventricular lead on x-ray prior to routine device replacement procedure. Lead was electrically stable. Lead was capped and replaced on (B)(6) 2018 without any issue. Patient¿s condition was stable throughout the event.